Event description:
The customer contacted physio-control to report that their device would display a blank screen. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio verified the reported issue by reviewing the device's electronic records. Physio replaced the device's power pcb assembly to resolve the reported issue. Unrelated repairs were also made to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The replaced power pcb was scrapped in the field, therefore further root cause was unable to the determined.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the event code was logged in the device's memory; however, the reported issue could not be duplicated in testing. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would display a blank screen. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.